Manufacturer narrative:
B5 response to medwatch 5122856, mw5122857, mw5122858, mw5122859, mw5122860 an internal investigation was initiated to determine the cause of the malfunction. Safety and efficacy of the device is paramount for the products we manufacture and provide to our customers. Returned parts are repaired - under warranty. It is important to note that we have an effective post market surveillance program to address such concerns and our risk management program is compliant to iso 14971:2019. We will treat these complaints (ref (B)(4)) in the same manner.

Event description:
N/a.